Event description:
The customer reported the cardiocap 5 was in use monitoring a pt when visible smoke began coming from the unit and a strong smoke odor was present in the room. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.